Event description:
It was reported that protector p14 leaked. The following information was provided by the initial reporter: "another incident with the blue "balloons": the customer has discovered that there are two needles (or 1 needle and another element) puncturing the stopper (quarantined in the clean room). It led to leakage."

Manufacturer narrative:
H.6. Investigation summary: no photos or physicals samples that display the reported issue were provided for investigation. A device history review was performed for reported lot 2001106, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. A work order was recorded during manufacturing related to an issue during the welding of the membrane onto the protector housing. The proper equipment was replaced and all product was tested to verify the quality according to procedure with no issues identified. Three retained samples of each lot were used for additional evaluation. All product was inspected, no damage or defects were observed, the membrane was properly placed and welded onto the protector housing, and no leakage occurred. Product undergoes a series of visual and functional inspections throughout manufacturing to ensure the quality and functionality of the device. All testing was reviewed for the reported lot and no issues were identified related to this malfunction. Based on the available information we are not able to determine a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that protector p14 leaked. The following information was provided by the initial reporter: "another incident with the blue "balloons": the customer has discovered that there are two needles (or 1 needle and another element) puncturing the stopper (quarantined in the clean room). It led to leakage."